Manufacturer narrative:
Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test. No unexpected insulin flow blocked alarm/no under delivery anomaly noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose level was 467 mg/dl at the time of the incident and other blood glucose value was 100 mg/dl. Customer was treated with correction bolus from insulin pump. Customer had alleged that the insulin pump was under delivering because it doesn't dispense the amount of document. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The device will be returned for analysis.